Event description:
The customer reported the system displayed an intermittent camera error. The fse indicated the camera error will likely lock the system up rendering it unable to make fluoroscopic x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.